Event description:
The user in (B)(6) reported blood glucose results of "414 mg/dl to 116 mg/dl" with the onetouch veriopro meter, performed within 20 minutes of each other. There was no adverse event associated with this issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and the primary complaint was not confirmed. On (B)(4) 2012 the test strips were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.